Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. The pt reported multiple falls post-implant. After her last fall, in (B)(6) 2010, the pt's ipg would no longer communicate with the charging system. A new charger was tried to no avail. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis. The results of the analysis will be forwarded once they are available. Follow up on the pt found that stimulation has been recaptured.

Manufacturer narrative:
Eval: method - the device history sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.